Manufacturer narrative:
On november 16, 2022, mentor became aware that manufacturer report number 1645337-2021-10395 is a duplicate event of manufacturer report number 1645337-2022-08854. Hence, code under scetion h ahs been updated on this form. Please see manufacturer report number 1645337-2022-08854 for any additional updates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 15, 2022, lot number information and related information below has been updated on this form per information confirmed in immediate and mdt: - patient's initials have been added under field (B)(6) - field d1 for brand name has been updated to "mentor memorygel xtra breast implant" - field d4 for catalog number has been updated to "shpx450" - field d4 for lot number has been updated to "7519217" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). Lot number information and related information has been updated on this form.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the baker grade of the capsular contracture experienced by the patient was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the (B)(4) clinical trial, glow study participant (B)(6). It was reported that a (B)(6) year-old caucasian female patient underwent breast reconstruction surgery with 415cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade ii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On september 10, 2021, mentor became aware that date of implant was (B)(6) 2018.